Manufacturer narrative:
The initial MDR 1226181-2015-00374 was filed on june 15, 2015. Additional information (06/09/2015): the units stated in the initial MDR for cardiac troponin I are mg/dl. The correct units are ng/ml.

Event description:
Assay: ctni (ng/ml). Sample ID: original sample, 360042420 initial result: 0.164, auto-repeat result: 0.191, 2nd repeat result: 0.0; new sample, 0.0, not run, not run.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that there was no instrument malfunction. The quality controls were within the acceptable ranges. The cause of discordant, falsely elevated ctni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on one patient sample upon initial and auto-repeat testing on a dimension exl 200 instrument. The discordant results were reported to the physician(s), who questioned them. A new sample was obtained from the patient, resulting lower. The original sample was also repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni results.